Event description:
On scene, paramedics interpreted patient rhythm on zoll monitor screen as asystole. Post incident review of code information revealed a different rhythm tracing than had been seen on the monitor screen. When 2 patient waveforms and the "dashboard" are used together on the monitor screen, the ECG waveform is effectively reduced by one-half, resulting in a smaller, not readily discernible waveform.